Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 after the pump shut down due to normal battery depletion. Customer's blood glucose (bg) level was "high". A manual injection was administered to address elevated bg. Pump was reset to resolve the issue.